Event description:
The pt visual acuity was affected due to lens opacification. A lens exchange was recommended; however, the pt rejected the recommendation and the lens remains implanted.

Event description:
It was reported that during a diagnostic laparoscopy procedure, the device fired two times properly however on the third firing the cartridge would not stay in the device. The cartridge did not fall into the patient. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test cartridge was loaded into the device without difficulties and did not fell out during functional testing. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.